Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled outs as potential causes. Additionally, the patient did not have any contraindicating conditions. However, the patient did not follow post-op instructions by removing the bandages before instructed to do so and submerging their leg in the ocean while fishing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they did not follow post-op instructions (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the wound was not healing, an infection, and erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is going to wound care and has been improving daily.